Event description:
The customer reported that the gastrointestinal videoscope exhibited no image. The issue was identified during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed no image was displayed; which was likely attributed to a damaged charged-coupled device associated with a third-party repair. Additionally, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.